Manufacturer narrative:
As of (B)(4), 2011, the patient was not experiencing any scapular pain. A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, chemical and mechanical tests were performed. Chemical and mechanical test results for the lot met all specifications. Cement leakage is a known and inherent risk of the procedure. Leaks can occur due to unseen microfractures. No definitive conclusion can be made as to why the patient was feeling scapular pain.

Event description:
The physician treated a patient with a vertebral compression fracture due to a spinal metastasis. The patient followed up with the physician a week after the procedure and complained of scapular pain. Mild extravasation of bone cement was noticed by the physician during bone cement delivery.